Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving2400 mcg/ml of fentanyl at 776.1 mcg/day and 24 mg/ml of bupivacaine at 7.76 mg/day via an implantable pump for non-malignant pain and degenerative disc disease. On 2017-sep-28, it was reported that the patient's pump motor had stalled on (B)(6) 2017. According to the hcp, the patient had not recently had an MRI. The motor stall had not yet recovered at the time of the report. The patient was reportedly "not feeling well" and was "out of it". No further complications were reported.